Event description:
Surgeon was tightening a locking screw into the plate as the operative technique suggested and the tip of the screwdriver blade broke.

Manufacturer narrative:
Product was returned to stryker on may 12, 2009. Evaluation will be conducted and reported in follow up.